Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the implantable neurostimulator (ins) had started turning itself off for not reason without the patient using the patient programmer to do it. Normally the patient felt stimulation down their legs and had felt stimulation stop on its own. This occurred when the patient was lying in bed. The patient found last night that stimulation was turned off when it should be on. The ins was rechargeable and showed to be at 75% charge as the patient had charged yesterday. The patient charges every sunday. The issues of stimulation stopping and turning itself off started about a week ago in (B)(6) 2016. It was reported that the ins was at elective replacement indicator. There were no allegations or dissatisfaction with longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.